Manufacturer narrative:
The product was not returned for evaluation as of the date of this report. The complaint does indicate sample is available for evaluation but as of the date of this report it has not been returned to 3m. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. The reported lot in this event did not include the solvent process change. 3m continues to monitor their complaints to confirm the effectiveness of the change made and is also monitoring trends of complaints subsequent to the change.

Event description:
A hospital employee reported that a 3m(tm) ranger(tm) high flow blood/fluid disposable set leaked at the y connector immediately during use. The type of fluid was blood and it had been warmed for about 2 to 3 minutes. It was reported that no pump or pressure device was used at the time of the leak. There was no reported patient injury.